Manufacturer narrative:
Based on the additional information received this report is updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal delivery of a pregnant patient, the device's needle broke off from the edge and was stuck in the tissue of the patient. An x ray was performed. A new suture of the same type was opened. The patient was alive with no injury. It was a chromic gut. They are trying to locate the saved suture for the remaining information. The performed procedure was repair of vaginal tearing from a vaginal delivery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during vaginal delivery of a pregnant patient , the device's needle broke off from the edge and was stuck in the tissue of the patient. The patient was alive with no injury.